Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation and deflation issues. The patient states that the pump is too hard to squeeze, and he is unable to locate the deflate button. The device remains implanted, and a revision surgery has been scheduled. No further details were provided.